Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has an abnormal doppler cable reel. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the reel could not retract the thread. The fse found that there was internal damage and the part could not be repaired. No further information available. A supplemental report will be sent if additional information is received.